Event description:
It was reported that the user experienced maladapted breakfast dosing on the ilet system, with breakfast announcements leading to higher insulin delivery than other meal types; the user had been using the lunch meal type for both breakfast and lunch, and a factory reset was performed with guidance, including completion of cartridge and set changes, entry of weight, confirmation of the g7 sensor code, and phone re-pairing, after which the user was able to resume therapy. Symptoms included dizziness and muscle weakness, with the lowest recorded glucose of 97 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.